Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00588. It was reported the patient's axium neurostimulator system was explanted due to an infection. The patient was treated with antibiotics and the issue is reportedly resolved.